Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the alarm could not be cleared. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. The pump was received stuck in a motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had battery tube threads that were cracked, a cracked reservoir tube lip, a minor scratched lcd window, a cracked reservoir tube, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.